Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not have effective therapy. As a result surgical intervention was undertaken to add another lead to the system. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.